Event description:
Pin hole in hub of bd precisionglide needle allowing for leakage of medication during sterile compounding. Occurred on three separate instances with needles from the same lot. Reference reports: mw5158145 and mw5158147.